Manufacturer narrative:
(B)(4). Device fired through lockout. The analysis results found that the device was damaged at the tip of the sleeve. A potential cause for this type of damage may be interaction with an energized device. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the trocar presented some deformities in its end. Unknown how case was completed. There were no adverse consequences to the patient.